Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was inserted via the left femoral artery in a 79-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient was noted by the provider to be at high risk for bleeding. She had received eliquis, brilinta, and heparin. The impella was positioned via the left common femoral artery. The patient also had an arterial stick in the right common femoral artery, which was closed with a perclose device at the end of the procedure. At the impella access site, slight oozing was observed, and a pressure dressing was applied. At the right femoral access site, where the perclose device had been placed, a large hematoma developed, and the bedside nurse applied manual pressure. The last documented act was >400. The pump was explanted and patient survived. The reported hematoma is consistent with access-site complications and the anticoagulation/purge requirements associated with impella support, which are known risks described in the instructions for use. The patient¿s elevated bleeding risk may also have contributed to the development of the hematoma and it is unknown whether recommended best practices for access management were followed to mitigate the risk of bleeding.

Manufacturer narrative:
Hematoma/minor bleed/access site adverse event: the cause of the access site adverse event was likely anticoagulation management related since act> 400 during bleeding. Correction has been updated in d1 (brand name). Additional information has been provided in h6 (component code, type of investigation, and investigation conclusions).